Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high defibrillation impedance. The patient was asymptomatic. No changes were made and the patient left in stable condition.

Event description:
Additional information received indicated the rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughput the procedure.